Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose. The customer¿s blood glucose level was 1 mmol/l. Based on customer's report they alleges insulin pump for low blood glucose over delivery. The customer was treated with glucose. Troubleshooting was done for low blood glucose and over delivery. The reservoir will not be returned for analysis.